Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a missing motor support disk. The device was received with scratched display window and broken reservoir tube.

Event description:
It was reported that the customer's insulin pump alarmed, and the device was stuck on the prime loop. The blood glucose reading was 145mg/dl. No further information was provided.